Event description:
It was reported that thirteen days post-secondary intervention, the patient had irrigation and debridement of the leg with wound clo sure/revision. A CT of the chest/abd./pelvis without contrast eight days later revealed that the stent graft was intact with no endoleak or problems. There were no secondary endovascular procedures noted. Seven days later the patient received a trache and laparoscopic gastrostomy. It was reported that eight day later the patient expired. The cause of death is unknown.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 5.2-5.3 cm in diameter saccular abdominal aortic aneurysm. The access vessels were severely calcified and tight. The femoral arteries measured 3.5 to 4 mm in diameter. The iliac arteries measured 5 mm in diameter. The distal diameter was 8-9 mm in diameter. The proximal neck measured 16-17 mm in diameter and just over 10 mm in length. The devices were implanted and a fem-fem bypass was performed. Approximately one week later, the patient presented emergently to the ER (late in the evening). The patient had no pulses in their legs and was suffering from renal insufficiency. A right ex-fem bypass, fem-fem and sfa thrombectomy, bilateral fasciotomy were performed. The physician did not perform a CT or angiogram, so no films are currently available. Since no films were taken, the location of the occlusion is unknown. The cause of the occlusion is most likely due to the tight and calcified iliac arteries. The patient remains in the ICU in critical condition due to multi organ failure and severe metabolic derangements. No additional clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion, renal failure, fem-fem bypass). Patient's condition affected effectiveness of device (anatomy related; small and calcified vessels). Unapproved use of device (neck diameter less than 19 mm, iliac diameter less than 8 mm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small and calcified vessels). Operational context contributed to event (neck diameter less than 19 mm, iliac diameter less than 8 mm).